Event description:
Staff discovered fluids on the floor near an IV pole in the pt's room. Upon inspection, fluid was dripping out of the blue stoppe of a white IV port. Staff was unable to determine what fluid it was and how much fluid was on the floor. It appeared that the stopper was in the incorrect position in the port, resulting in a defective port. Staff obtained a new IV bag and IV pump tubing and changed the entire system. When opening another pump tubing set, the tubing was in two pieces, appearing to have sliced edges on the tubing. Both defective tubings were returned to the purchasing department.